Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported experiencing skin irritation, redness, and itching and stated "skin is loose in the area like a bad sunburn". Customer had contact with a healthcare professional who prescribed zentiva triam cream lichtenstein (triamcinolone/topical corticosteroid) and triamcinolone az 0.1% creme (topical corticosteroid) for treatment of the sensor site. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: device mfg date has been updated based on the sensor download. Visual inspection has been performed on the returned sensor and the sensor plug. The sensor plug was seated correctly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Removed the sensor plug and inspected the connector, no defect observed and all three contacts are installed properly. No damage or cracks observed on sensor neck. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported experiencing skin irritation, redness, and itching and stated "skin is loose in the area like a bad sunburn". Customer had contact with a healthcare professional who prescribed zentiva triam cream lichtenstein (triamcinolone/topical corticosteroid) and triamcinolon az 0.1% creme (topical corticosteroid) for treatment of the sensor site. There was no report of death or permanent injury associated with this event.